Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/21/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - were you able to lock the clip closed on the suture? After multiple failure attempts and wasted clips, yes. If yes, after it closed, was the clip holding securely fixed on the suture? * yes, was checked for hold before placed in patient. - how many clips could not be closed/hold in the suture? Several, do not have exact count. - when the event occurred, was the suture placed near the hinge of the clip? Unknown - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Slight tension was placed on the suture to get slack out of suture during attempt to be placed. Suture was prepared with clip for back table, prior to being placed in patient. - please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) rep was in case and first assist and scrub tech experienced problem. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. No shipper kit has been sent for return just yet. Rep will return when shipper kits are received. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During a partial nephrectomy procedure that the device was not clipping properly on the suture. Over the course of the case, they went through multiple packs of clips. A second clip applier was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned samples revealed that xc200 cartridge was received along with an opened foil, no apparent damage, two clips loaded and one loose clip. The clips were tested for functionality with the test device. The loose clip was manually loaded and upon functional testing of the clips, the instrument loaded, retained, and deployed three clips as intended. The clips were as intended and conforms to our manufacturing requirements. The event described could not be confirmed as the clips performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.